Event description:
Nurse was attempting to start an IV. Nurse observed defect in IV catheter while removing rigid plastic sheath from the catheter. The flexible portion of catheter i.e. The portion that remains in patient's vein had been perforated by the needle, resulting in a segment approx 2 mm extending off to the side.nurse did not use that catheter on the patient; there was no adverse event. Nurse obtained another catheter to complete the procedure.nurse states that this is "one of about 3" catheters they have recently seen with this defect. This appears to be a defect in manufacturing.